Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 4.5 years to 1.5 year remaining in a span of a year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported.